Event description:
The event involved a microclave® clear neutral connector in which the customer reported that the patient's continuous hydromorphone infusion was dripping quickly and steadily where syringe extension tubing and microclave connector meet. They attempted to tighten the connection and it was already well connected. The tubing was inspected and no visible cracks in tubing or microclave were observed. The microclave connector was replaced on syringe tubing and no further leaking was noted. The customer reported that upon returning to patient's room, they inspected the previous location of intravenous (IV) pole and found approximately 10 cm puddle of hydromorphone on floor. The customer also stated that the tubing had not been leaking upon morning rate check for infusion. The patient did not exhibit or report any signs/symptoms of pain during time that tubing was leaking. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.